Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 42 mg/dl. Reportedly, customer had an increase in physical activity. Customer required assistance from parent to treat bg level via consumption of carbohydrates.